Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt has two leads from the same lot number. It was reported the pt had lost some stimulation coverage after falling. The pt did have stimulation coverage in her right leg from her right lead, however, diagnostic testing revealed contacts 1-8 were invalid on the pt's left lead. An x-ray confirmed the lead had not pulled out of the header on the ipg.